Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer the customer had put the pump in the refrigerator and a malfunction code was received. Tandem technical support assisted the customer with clearing the code. The blood glucose level was 80-90 mg/dl.